Manufacturer narrative:
Customer service sent the customer a replacement pump and 21mm breast shields for the customer to try. In follow up with a complaint handler on (B)(6) 2018, the customer indicated that she noticed the expression issue with the pump right away, but felt it may have been her milk production. After a few days of feeling engorged, she felt that it must be the pump. She stated that she had a laceration from a latch issue with her son, but after pumping on a higher setting, it tore and she was prescribed a compound ointment. She indicated that the replacement pump was more efficient and the 21mm breast shields seemed to work better, but she was still experiencing some pain. The customer accepted an offer to speak with a medela clinician. In follow up with the customer on (B)(6) 2018, the clinician suggested that the customer pause halfway during pumping, for a minute or so, and also that she change from the 21mm to the 24mm breast shields as her nipples swell. The customer indicated that she uses glide oil, which makes pumping more comfortable. The customer indicated that the pump suction was appropriate, the pump was working well and she was able to obtain approximately 3 ounces per pumping session twice a day. The device was returned with the customer's parts and accessories and was evaluated on 10/22/2018. The device passed suction and cycle specifications. Refer to attached evaluation. The customer's report of low milk expression could not be confirmed. Medela is filing this report, which is considered a serious injury as it required medical attention (medication was prescribed). The instructions for use provides instructions for breast shield sizing, including reference to medelabreastshields.com and referral to a lactation consultant for assistance in choosing the correct size breast shield.

Event description:
On (B)(6) 2018, the customer alleged to medela (B)(4) that she had low milk expression while using her pump in style breast pump, but was able to breastfeed without issue. The customer alleged that she tried the pump on a high setting and it ripped her nipple, which was already "bad" due to a latching issue, but was made worse. The customer indicated that she saw a lactation consultant and was advised to use a smaller breast shield and to continue pumping or hand expressing.